Manufacturer narrative:
There is more information on the device evaluation. There is also a correction to the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Device was delivered to customer on (B)(6) 2010, upon inspection and testing, the device did have an image. However, there was incorrect quality of image color. This is attributed to the faulty patient board that needed replacing. The device has been delivered for more than 11 years, and it is likely that the patient board deteriorated over time due to long-term use. It is possible that the image was temporarily not displayed due to the effect of this failure.

Manufacturer narrative:
Due diligence was executed for this event. Additional information is not yet available. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to the faulty patient board that needs replacing. The image quality was also bad. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device image did not appear. There is no reported harm or adverse impact to any patient.